Manufacturer narrative:
Getinge became aware about an incident with one of the washer disinfector: wd15-claro. As it was stated, a significant overheating occurred on the device, causing smoke coming out to the corridor and evacuation of the staff. There was no injury reported, but we decided to report the complaint based on a risk and potential of harm. The unit was returned to the manufacturer for further investigation. It was established that the issue started from the incoming electrical connection from the mains. It was established that this was the source of the issue and that this connection was loose. This was found to be the cause for the event. It was also established that the mitigation for such issue is the yearly preventive maintenance that is intended to check exactly this connection. According to information provided, the user did not have getinge pm agreement and there are no documents confirming any maintenance was done on the device. It was established that when the event occurred, the device did not meet its specification since it is possible, although not certain, that the getinge-supplied power cable was used. The device contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand, in fact the event is the single such issue in the device¿s complaint history - and that therefore the reported scenario has to date never lead to serious injury or worse. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
On 5th september, 2019. Getinge became aware about an issue with one of the washer disinfector- wd15. As it was stated, significant overheating occurred on the device. There was no injury reported, however it was decided to report this issue based on the potential, as any significant overheating might led to an adverse event.